Event description:
It was reported that the device was implanted and explanted in 2007, due to unk reasons. In 2008, per surgeon, the device was explanted, the product is not available for return.

Manufacturer narrative:
Device not returned.